Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not duplicated. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. However, omsc assumed a potential cause as follows. - the circuit board of the device was broken. - there was an influence of the environment other than the device (facility power supply environment).

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, the device sometimes won't turn on. Other detailed information was not provided. There was no report of patient injury associated with the event.